Manufacturer narrative:
Summary of evaluation: the results of the manufacturer's evaluation suggest that this event is not device related but rather is associated with intra-operative procedures.

Event description:
Revision surgery revealed polyethylene wear on the posterior medical aspect of the tibial insert. The locking tab of the insert was also broken.